Event description:
It was reported that an alarm 18 occurred, indicating the customer's insulin pumping had been suspended for an extended period. The customer's blood glucose level was displayed as "high," but no specific value was provided. The customer had not taken any corrective action to address the high blood glucose, but they understood the situation after receiving an explanation from technical support about the alarm's purpose.